Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips with questions and comments about the device that had been used on a pt in the AED mode. It is not clear if a malfunction is being reported.